Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the iport, the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system showed sporadic "frame grabber rate to low". There was no patient present.

Manufacturer narrative:
Device evaluation: the pleora box was received by the manufacturer for analysis. Through analysis and testing the reported issue was unable to be confirmed. The pleora box was installed into a test system. The system booted and readied, and multiple 2d and 3d images were taken successfully. The pleora box performed as expected. There was no fault found with the returned pleora box. If information is provided in the future, a supplemental report will be issued.